Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product developed sepsis. The patient was treated with antibiotics. There were no additional adverse patient effects were reported. The product remains in service.